Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had unexpected battery power loss. Customer's blood glucose was unknown at the time of incident. Customer's stated that insulin pump alarmed after battery changed and they did not received request to rewound the pump. Device will not be returned for analysis.